Manufacturer narrative:
The service call was cancelled by the customer. The system was repaired by the in-house imaging specialist. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9600 system would not boot up prior to a case. No patient injury was reported.